Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer results logs were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There were neither error codes nor flags associated with the assay controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant results were analyzed. The reported discrepant results were positive for the sars-cov-2 (cov2_4pce) target. The curves were reviewed and do not appear abnormal. Per the ticket text on 05/06/2022, engineer identified that the "customer replaced amplified waste lid round the wrong way resulting in amplified waste from chute depositing all over system solutions area." Water sample testing and swabbing returned positive in three areas indicating system contamination. Engineer performed environmental monitoring, cleaned, and de-contaminated the instrument which resolved the sars-cov-2 contamination as the ticket documents that the contamination is no longer evident. Quality data review device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 526393. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 was not identified.

Event description:
The customer reported higher than expected sars cov-2 positive samples (46 discrepant samples) on the alinity m resp-4-plex assay. The customer reported they initially had a total of 47 positive samples on (B)(6), 2022. The customer doubted the results, and they retested all the positive samples on another instrument on (B)(6), 2022. All samples were negative except for one sample. The customer had a total of 46 discrepant false positive results. None of the result were released outside the lab and there was no impact to patient management. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.